Event description:
Boston scientific received information that this pacemaker along with right ventricular (rv) lead exhibited loss of capture. Additional information obtained from field representative that this patient is pacer dependent and there was an asystole of 2 seconds. The pacemaker remains in service while the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.